Event description:
It was reported that the defibrillator had an unspecified error. Further information was provided that "the equipment could not be started due to a long time without automatic detection." There was reportedly no patient involvement.